Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted. Additional information revealed the lv lead was dislodged a day after implant procedure and will not be returned. Additionally, the patient had a very difficult anatomy. The lv lead was replaced with a new lead. No additional adverse patient effects were reported.